Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device resulting in pacing inhibition. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating that following the reprogramming, additional post-paced t-wave oversensing (pptwos) resulting in pacing inhibition was noted on the device. Abbott technical support was again contacted and additional reprogramming of the device was recommended. No further intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.